Event description:
On 8/91 car accident, seat belt injury to left chest area. Symptoms of muscle aches, fatigue, spasms, sleep disorder started over next 2 years, 2 tooth abcesses, subsequent removals; intense burning, "nuclear hot episodes" several times a day/night to chest area. Decline in health, energy, blurred vision, hairloss, weakness in arms, hands, night sweats, fibromyalgia, lupus, memory loss. Extreme pain both breast areas and disability. Leaking implants. On 12/31/92 elective surgery roz urethropexy. On 2/16/93 post-op surgical abcess 3 months rehabilitation and 1 month hospitalization and additional surgery and outpatient daily hydrotherapy. On 12/6/94 explantation, mammopexy breast implants and capsules.